Manufacturer narrative:
The following other hip devices were also listed in this report: unk 36mm +0 biolox delta head. Unk 30mm trunnion neutral version. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was retained by the hosp and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt was complaining of a painful hip and was taken to the operating room for revision. Components were explanted without incident and revision components were reimplanted."